Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the implantable cardioverter defibrillator could not identify capture which caused it to go into high output mode. Programming changes were made. There were no patient consequences.